Event description:
It was reported that an external pulse generator (epg) displayed a self-test error. The biomedical engineer was able to replicate and clear the error. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).